Event description:
The device was undersensing and higher pacing threshold on rv lead. The lead was capped on (B)(6) 2024.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.